Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : 1) quantity manufactured: 12. 2) date of manufacture: 22-feb-2008. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: feb-2018. 5) IFU reference: 090200701.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: quantity manufactured: 20. Date of manufacture: 16-sep-2015. Any anomalies or deviations identified in DHR: none. Expiry date: 31-aug-2025. IFU reference: 090200701.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the reason for revision was pain during load, aseptic loosening, accumulation in scintigraphy, no malposition, no infection, no surgery prolongation.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In the intake email of a broken stem which was captured under (B)(4) the surgeon mentioned that the cup has been revised in (B)(6) 2020. Reason for cup revision unknown. Doi: (B)(6) 2009, dor: (B)(6) 2020, unknown side.